Event description:
It was reported that there was a volume discrepancy at the last 2 pump refills. The actual residual volume (arv) was approximately 2ml more than the expected residual volume (erv). The patient did not experience any symptoms. It was noted that there was a ¿questionable catheter¿. The pump and catheter were replaced on (B)(6) 2013. Patient status at the time of the report was no injury. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. (B)(4).